Manufacturer narrative:
The esg-400 electrosurgical generator was not returned to olympus for evaluation/investigation since there was no malfunction and the device is still being used by the user facility. However, as clearly stated as a warning note in the instructions, flammable agents used for cleaning and disinfection must be allowed to evaporate before the electrosurgical generator is used. It has to be ensured that flammable solutions are neither on the patient's skin (e.g. Under neutral electrode) nor in the patient's body cavity when the electrosurgical generator is used. In addition, it is pointed out that non-flammable agents should be used for cleaning and disinfection wherever possible. The user facility staff apparently did not follow these instructions since the patient reportedly sustained a second-degree burn after a flammable solution on the patient's skin did not evaporate before the esg-400 electrosurgical generator was used. Therefore, this event/incident was attributed to abnormal use/off-label use. The case will be closed from olympus side with no further actions but may be reopened if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. In addition, the event/incident will be recorded for trending and surveillance purposes and the user facility staff will be retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that after a therapeutic inguinal hernia surgery procedure, it was noticed that the patient sustained a second-degree burn in the groin area. The dermatologist suspected that this injury may have been caused by a flammable solution on the patient's skin (e.g. Under the neutral electrode) which was not allowed to evaporate before the esg-400 electrosurgical generator was used. No further information was provided but none of the olympus medical devices showed any malfunction and the intended procedure was reportedly completed with the same set of equipment.